Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was in 200 mg/dl range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.